Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1902356, medical device expiration date: 2024-01-31, device manufacture date: 2019-02-18. Medical device lot #: 1902360, medical device expiration date: 2024-01-31, device manufacture date: 2019-02-26. Medical device lot #: 1811351, medical device expiration date: 2023-10-31, device manufacture date: 2018-11-05. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lots 1902356, 1902360, and 1811351, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Investigation conclusion: no samples or pictures have been received for investigation. There are not retained samples available for bulk references so they cannot be evaluated. Therefore, bd was not able to duplicate or confirm the customer¿s indicated failure. DHR of lot 1902356 and 1902360 has been reviewed not finding any annotation or deviation regarding the alleged defect. (Barrel damage) DHR of lot 1811351 have been reviewed not finding any annotation or deviation regarding the alleged defect. (Foreign matter) the areas where pieces run in manufacturing area are protected to avoid damage on product. Manufacturing area for 50 ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift, printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Functional inspection: printing: once in the first pallet and once in last pallet of the lot plus once per day. Assembly: once in the first pallet and once in last pallet of the lot plus once per day. Since no sample or picture has been received for investigation and no incidence is found in DHR review, the root cause cannot be determined and complaint cannot be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: cannot be determined. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that an unspecified number of bd plastipak¿ luer-lok¿ syringes from lot#'s 1902356 and 1902360 were found with cracked barrels, and an unspecified number of syringes from lot# 1811351 were found with foreign matter in them, including "cardboard" in the plunger area. All defects were found before use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: " (B)(6) 2020 (ap 20.054) white markings and scratches in the barrel. 60 ml bd luer-lok syringes with tip-cap, eto sterilized (european) v62.300223 1902356/1902360 multiple syringes. (B)(6) 2020 (ap 20.054) small piece of cardboard in the plunger 60 ml bd luer-lok syringes with tip-cap, eto sterilized (european) v62.300223 18511351 multiple syringes".